Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the indication for the drain placement?=tension pneumothorax on the left lung. What location was the drain was placed? =thoracic cavity. How was the drain placed? =no information. Why was an underwater drain not utilized? =no information. Update to current patient status? =no update is provided. Lot number will the product be returned for evaluation? =lot number was unknown. J-vac is continuously used even after tension pneumothorax occurs, and it is not returned." To date the device has not been returned. If the device or further details are received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an emergency esophageal cancer surgery on (B)(6) 2018, where a reservoir was used. After surgery, tension pneumothorax occurred. On (B)(6) 2018, the patient was performed emergency surgery of an esophageal cancer and a cardia cancer. The patient was inserted 3 drain for mediastinum from the abdominal region to the thoracic cavity. On (B)(6) 2018, a CT scan was taken since the patient condition was bad. It was confirmed that there had been tension pneumothorax on the left lung. Newly thoracostomy drainage was performed to release the air to treat tension pneumothorax. Surgeon opines that backflow of the air occurred when exudate was collected in the reservoir, and intrathoracic pressure became high, and it caused tension pneumothorax. The lot number is unknown. Further details are not provided. At the time of reporting, the patient was in the hospital

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020.